Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after less then 48 hours in situ the tracheostomy tube broke at the 15mm connector require replacement. No incident related medical sequela was reported.